Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 12/13/2024. Merge healthcare has investigated the reported issue. The device's system logs, event logs and other merge hemo files were analyzed. Based on a review of the evidence, merge healthcare is unable to identify a problem with the merge hemo device. The results of the investigation concluded that there is no evidence of an unexpected shutdown of the hemo client application in the system log files. The cause of the issue reported by the user facility is unknown revised information contained in this supplemental report includes the following: g6 - indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2 - indication of additional information and correction. H6 - evaluation codes: investigation findings (c): remove 3233, added 213. Investigation conclusions (d): remove 11, added 4323.

Manufacturer narrative:
An investigation into the reported issue is ongoing. A supplemental report will be filed when additional information becomes available.

Event description:
On 11/14/2024, merge healthcare received a copy of a medsun report. A merge hemo customer site alleged: merge documentation screen completely logged out on own, registered nurse (rn) unable to login or risk losing all data. Unable to document or snap pressures. Happened at a critical part in procedure when wires and atherectomy device in heart. Healthcare provider had to completely pause procedure while troubleshooting merge. Rn rebooted computer and logged in. Found hemo screen continued to run and take vital signs. Procedure: sca rotoshock stent left anterior descending (lad) / intravascular ultrasound (ivus). Merge healthcare received a call from the customer on 10/18/2024 indicating that the hemo client application closed out unexpectedly on a user. According to the customer, the user rebooted and was able to get back into the patient's case. Merge hemo technical support remotely connect to the merge hemo system and obtained the files necessary to investigate the issue. There have been no reports of patient injury or harm because of this issue.

Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report includes the following: g6 - indication that this is follow-up report 002. H2 - indication of additional information and correction. H6 - evaluation codes: investigation findings (c): remove 213, added 1112. Investigation conclusions (d): remove 4323, added 44. This is the final report for 2183926-2024-00019.